Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening on radius side assessed as fold flaw opening. As per the investigation procedure, non-penetrating nicks, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported, a right side rupture. The device has been explanted.